Event description:
The company was notified that patient wants to have her device explanted (reason not given). Surgery to explant the patient's device will be scheduled. The company is in the process of gathering additional information.